Event description:
It was reported that the patient presented remotely via merlin.net transmissions with ventricular tachycardia (vt) episodes. Review of the episodes showed atrial lead noise. Atrial impedance was also intermittently measured to be low. Atrial signal dropped out, which could have possibly contributed to the inappropriate diagnosis of vt. No patient symptoms were reported. Patient will continue to be followed up.

Event description:
New information available on 12/6/2017 states that, the patient presented in clinic for follow-up on (B)(6) 2017. The patient was not symptomatic due to the event and would continue to be monitored.